Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported receiving a system message during a case. The surgeon completed the procedure using a manual technique for the silicone oil injection. The pt was under anesthesia at the time of the event. There was no pt harm reported. Multiple attempts were made to acquire additional info, but none has been received to date.